Manufacturer narrative:
Although the used device has been returned, the investigation has not yet been completed and a device analysis is not yet available. Upon completion of the investigation, a follow-up medwatch will be submitted with the results. The info contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report is any way has malfunctioned, was defective, or causally related to any death or serious injury.

Event description:
As reported by hospital, when utilizing an 8cc syringe attached to a manifold during an angiographic procedure, air is being pulled into the system via the syringe. When the syringe was replaced, there were no problems. No air was injected and there were no pt complications. The used syringe has been returned for evaluation.